Event description:
The duett sealing device was deployed following a diagnostic procedure via a 5fr sheath in the right common femoral artery. During the procedure it was reported that there were difficulty achieving second resistance, the sheath was not withdrawn 3-5mm (per instrucitons for use directions) and only 1cc of procoagulant was delivered. Following the deployment, the patient experienced a cold leg and an angiogram confirmed an occlusion. Treatment consisted of thrombolytic and anticoagulation therapy and was successful. No further complications were reported.